Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device as the device was removed then re-advanced (against the instructions for use) ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x48mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy. The vessel was pre-dilatated and a second attempt to cross the same sds was made but failed. A guideliner was deployed together with the sds; however, the stent was noted to have shifted from its original position. The stent remained on the balloon but shifted on the balloon. The procedure was successfully completed with a non-abbott device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.